Manufacturer narrative:
Product analysis: analysis confirmed the programmer powered off spontaneously. Spontaneous powering-on was unable to be reproduced. The power supply was replaced. The electrical and mechanical parts were inspected and all found defective parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer powered on and off repeatedly without prompt. The programmer was returned for service. No patient complications have been reported as a result of this event.